Manufacturer narrative:
B3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an international normalized ratio (inr) goal of 1.8-2.2 due to their history of gastrointestinal (gi) bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information indicated that the date of the gastrointestinal bleed was (B)(6) 2018, prior to the patient's left ventricular assist device (lvad) implant.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. It was reported that patient had a gastrointestinal bleeding event prior to the implant of the patient's left ventricular assist device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. The IFU also outlines the recommended anticoagulation regimen, including the international normalized ratio range, for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.